Manufacturer narrative:
On 05-may-2021 product investigation results: no failure could be identified as a result of the investigation.

Event description:
Tip had come off inside of her [foreign body in reproductive tract]. Took out the tampon. Came off inside of her [complication of device removal]. Tampon broke [device breakage]. Consumer called to report that the tampon broke and came off inside of her daughter during removal. No serious injury was reported.